Manufacturer narrative:
Result: wrong plug installed to power cord.

Event description:
It was reported by service report that the power cord had a wrong plug installed. It is unk if there was pt involvement or adverse consequences to report.